Event description:
The customer reported there was a leak at the 'y' connection. No harm or injury reported.

Manufacturer narrative:
The evaluation/investigation is not completed. A review of the device history record did not reveal any exception documents. The device was examined on (B)(4) 2010 and found to have the rotator housing separated from the rotator collar. A follow-up report will be submitted when the evaluation is completed. Device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.